Manufacturer narrative:
Concomitant medical products: should been pm2212 2432334 rather than blank.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the right atrial lead exhibited noise. No additional information was available.